Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview c-ring seemed to have melted, the wash side of the c ring came off the c ring itself during use. The hospital did not report any patient effects. Patient info not available.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the cannula. The c-ring was transected. The c-ring remained attached to the cannula due to the retention rib. The detached scope wash tubing was not returned for evaluation. During visual inspection, the plastic c-ring on the tip of the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Based on the returned condition of the device as returned, we were able to confirm the reported complaint for "break-cannula-c-ring cut". Specific actions for the reported failure mode are being maintained and documented under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview c-ring seemed to have melted, the wash side of the c ring came off the c ring itself during use. The hospital did not report any patient effects. Patient info not available.